Event description:
In 2008, the pt reported she received a travel insulin infusion device as her primary device reached its end of life and she is in peru. She stated she opened the box with the travel device and noticed the characters on its display are incomplete. She said there are no black spots but that segments are missing on the display. The pt was instructed to insert a new power pack but this did not resolve the issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.